Manufacturer narrative:
The MFR did not receive explanted devices, x-rays or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is mot indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt received a znn nail cpm long ti on the left side on (B)(6) 2012 and underwent a revision surgery on (B)(6) 2012 due to a itst nail fracturing at the juncture. It was further reported the pt has metastatic lung cancer.